Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new orders were not crossed over. A technical support specialist accessed the server via remote support service, executed a server down query, confirmed the interface was functioning correctly and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an order interface problem and new patient's medications are not crossing over to the pyxis the customer stated that the nurses were unable to pull the medication and caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.